Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display, unexpected battery power loss, or charge/battery anomaly noted. The test battery was removed and reinserted with no failed battery test alarm noted. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. 06/11/2023 10:13:00.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during basal. 06/14/2023 15:39:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104) - customer's battery voltage is 0.972 volts. 06/15/2023 01:10:00.000 alarmalertnotification (40). Faultnumber: changebatteryfault (73). 06/15/2023 01:20:00.000 alarmalertnotification (40). Faultnumber: changebatteryfault (73). 06/15/2023 01:41:00.000 alarmalertnotification (40). Faultnumber: offnopower (11). 06/15/2023 01:51:00.000 alarmalertnotification (40). Faultnumber: offnopower (11). 06/15/2023 08:20:33.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:20:36.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104) - customer's battery voltage is 0.882 volts. 06/15/2023 08:20:49.000 alarmalertnotification (40). Faultnumber: failedbatttest (58) - the battery inserted on a battery change does not have. Sufficient voltage. 06/15/2023 08:20:53.000 batteryremoved (55). 06/15/2023 08:20:53.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 08:21:12.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:21:22.000 batteryremoved (55). 06/15/2023 08:21:22.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 08:21:51.000 batteryinserted (44). 06/15/2023 08:21:51.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:22:02.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:22:14.000 batteryremoved (55). 06/15/2023 08:22:14.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 08:22:57.000 batteryinserted (44). 06/15/2023 08:22:58.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:23:07.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:23:19.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:23:27.000 batteryremoved (55). 06/15/2023 08:23:27.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 08:24:15.000 batteryinserted (44). 06/15/2023 08:24:15.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:24:25.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:24:37.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:24:44.000 batteryremoved (55). 06/15/2023 08:24:44.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 08:24:50.000 batteryremoved (55). 06/15/2023 08:24:50.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 08:25:17.000 batteryinserted (44). 06/15/2023 08:25:17.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:25:26.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:32:18.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:38:21.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:44:19.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:50:16.000 batteryremoved (55). 06/15/2023 08:50:16.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 08:50:28.000 batteryremoved (55). 06/15/2023 08:50:28.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 08:51:40.000 batteryinserted (44). 06/15/2023 08:51:40.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:51:50.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 08:59:25.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:07:17.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:13:23.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:13:43.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:14:05.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:20:20.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:27:18.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:32:21.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:38:17.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:38:30.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:45:16.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:50:18.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:55:17.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 09:57:02.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:03:19.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:09:17.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:10:07.000 batteryremoved (55). 06/15/2023 10:10:07.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 10:10:36.000 batteryinserted (44). 06/15/2023 10:10:36.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:10:46.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:11:06.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:11:20.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:11:36.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:11:52.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:17:16.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:23:16.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:29:16.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:35:17.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:41:18.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:47:18.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:53:18.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 10:57:22.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 11:03:19.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 11:09:18.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 11:15:17.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 11:21:16.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 11:27:15.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 06/15/2023 11:28:05.000 batteryremoved (55). 06/15/2023 11:28:05.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 11:28:15.000 batteryremoved (55). 06/15/2023 11:28:15.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/15/2023 11:31:07.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). 06/15/2023 11:32:22.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 06/15/2023 11:32:30.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert was due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was triggered 9.5 hours after the low battery alert. Off no power was due to battery power depleted. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. Nodeliveryafterestimatezero (8) - not confirmed. Lowbatteryalert (104) - not confirmed. Changebatteryfault (73) - not confirmed. Offnopower (11) - not confirmed. Failedbatttest (58) - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Blank display not confirmed. Unexpected battery power loss not confirmed. Failed battery test alarm not confirmed. Charge/battery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 478 mg/dl and had a battery failed test. Troubleshooting was performed and found that the customer was admitted in emergency medical service, and treated with intravenous insulin infusion and manual injection. It was unknown about the symptoms related to high blood glucose event. Its unknown whether the insulin pump was used within 48 hours and its unknown whether the auto mode feature was active at the time of the event. The customer also reported after resetting the pump it went to a blank screen, no damage to the battery cap nor spring corrosion or damage. The issue was not resolved even after the pump was restarted. The insulin pump was not damaged nor exposed to moisture. Because the pump was unresponsive customer went into diabetes keto acidosis and was in the emergency room at the time of the call. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to a backup plan as per health care provider instructions. The insulin pump was returned for analysis.